Event description:
The representative reported that system interrogation had revealed high impedance readings; a value of 2700 ohms had been obtained. The patient was not receiving stimulation therapy control and an open circuit was suspected. There had been a lack of therapy benefit reported since the time of system placement. Additional information has been requested from the representative.